Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had shown error message iabp may require maintenance, code 14. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d9, h6. (Medical device problem code). No repair information available. In future if we receive any repair information will reopen and update the investigation.